Manufacturer narrative:
Viking m mobile lift is a general-purpose lift with the intended use in; health care, intensive care and rehabilitation. Viking m mobile lift is an excellent aid in daily transfers of both adults and children. With 3 various lifting height positions viking m mobile lift gives a flexibility for most lifting situations such as lifting to and from wheel chair, bed, toilet and floor. Horizontal lifting can also be performed in combination with the liko¿ octostretch¿ accessory. In the instruction manual for viking m lifts (7en137107 rev. 5) states, under inspection and maintenance section: "a periodic inspection of the lift should be carried out at least once per year. Periodic inspection, repair and maintenance may be performed only in accordance with the liko service manual by personnel authorized by hillrom and using original liko spare parts." The product has an expected service life of 10 years when correctly handled, serviced and periodically inspected in accordance with liko¿s instructions. The hillrom technician inspected the lift and determined the issue to be caused by normal wear and tear. The technician replaced all four wheels to resolve the issue and ensure stability of the lift. Although there was no patient injury associated with the reported event, the report of a viking m front wheel detaching if it occurred during a patient lift could contribute to a serious injury or death, if the malfunction were to recur. Therefore, hillrom considers this complaint a reportable malfunction.

Event description:
The customer alleged the left front wheel detached. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This report was filed in our complaint handling system as (B)(4).